Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed blockage during the night. Per reporter, the issue was resolved using the current cassette, but shortly afterward, the alarm reoccurred. The patient then replaced the cassette and infusion set, which resolved the issue. Reporter stated there were no visible issues on the tubing or cannula and the infusion set had been worn on the hip. The patient resumed insulin delivery using the new supplies prior to ending the call. No symptoms were reported.

Manufacturer narrative:
Two samples were received for evaluation. Visual and functional testing were unable to verify or duplicate the reported problem. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.